Event description:
It was reported that pump experienced malfunction and displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Caller worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction occurred again, and caller acknowledged and understood instructions.